Event description:
It was reported that the pt experienced a continued lack of effect following device replacement (reference MFR report #3004209178-2009-03285). The pt most recently had the "leads sutured into place", but continued to experience no therapeutic effect. The pt's status was reported as fair. The pt was looking to have the stimulator removed. Additional info has been requested, but was not available as of the date of this report.